Manufacturer narrative:
Additional information is provided in sections g.1, g.2, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of a blunt edge of the cutting surface therefore, the condition of the product could not be verified. Photos attached to the parent complaint were reviewed by the manufacturing site. Photo number one shows a partial tyvek which confirms the product number. Photo number two shows the blade of the knife however, the reported issue of blunt edge could not be confirmed. No lot number was identified with this complaint therefore, lot record reviews could not be conducted. A sample was not received at the manufacturing site and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife edge cutting surface was blunt during cataract surgery. An alternate knife was obtained in order to successfully complete the procedure. There was no harm to the patient. Additional information has been requested.